Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer's representative (rep) regarding a patient who was receiving 2000 mcg/ml of gablofen at 603 mcg/ml via an implantable pump for intractable spasticity. On (B)(6) 2020, it was reported that the patient's pump became loose in their pocket and started flipping. There were no environment al/external/patient factors that might have led or contributed to the issue. No diagnostic/troubleshooting measures were performed. Surgical intervention was planned and scheduled for (B)(6) 2020 to revise the pocket to "tack the pump down". The issue was not considered resolved at the time of the report. The patient¿s medical history included cerebral palsy and depression.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep) reported at existing pump site, incision was made and pump was tacked down with ethilon sutures onto four titanium suture loops. The previous four sutures were loose and/or broken. Clinicians feel this was due to "twiddler syndrome" phenomena. No further complications were reported/anticipated.